Manufacturer narrative:
The actual device was not available; however, a video of the sample was provided for evaluation. A review of the video showed a person inserted the white spike into the molded port and the white spike was also pulled out of the molded port demonstrating the loose connection. The reported condition was verified. However, due to video sample only and not receiving the actual sample for testing, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the white spike of a homechoice cassette set had a disconnection issue due to the ¿connection was loose¿. This was identified when inserting the spike into the port of a solution bag. This occurred while ¿preparing for injection after 0 cycles of drainage¿ during use for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.